Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 500 mg/dl with ketones. Boluses via a syringe were administered to address the bg level. The customer thought that the pump was not delivering insulin. The customer reverted to using insulin injections for insulin therapy. During troubleshooting with tandem technical support, a pump system check was performed and no device issues were observed. The customer reported that some infusion set sites on her body have been less responsive to insulin absorption and this may have possibly been the cause. The customer was to resume insulin delivery via the pump.